Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was not returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that screw was noted to broken and was removed, the screw was not a synthes product. While removing, the screw became stuck to set extractor. While trying to remove the screw, the attachment broke off. Per additional information received, after the procedure was completed, the screw was being removed from the set screw extractor, when the tip of the extractor broke off. The screw remains attached to the extractor.